Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited the coating on the image guide hose peeled off (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d4, h3, h6, h11. Correction to g3 of the initial medwatch. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was june 7, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress from repeated use, external factors, or handling. The event can be detected and prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope." Olympus will continue to monitor field performance for this device.